Manufacturer narrative:
(B)(4).

Event description:
It was reported that the asymptomatic patient presented via merlin.net transmission. Upon review, the pulse generator and the right ventricular lead exhibited noise. All other electrical measurements were in range. No intervention was performed. The patient would continue to be monitored.

Event description:
New information on (B)(6) 2016 stated that the right ventricular lead noise was reproducible through isometrics. No intervention was performed. The lead would continue to be remained monitored.